Event description:
Boston scientific received information that while attempting to gain access with a safesheath during a revision procedure, this patient developed a dissection during the placement of a right atrial lead. The procedure was stopped due to patients tortuous anatomy. It was noted that, the patient has a competitor device and the device was re-programmed temporary. The ra port in the associated device was plugged and the device temporarily reprogrammed for ventricular-only sensing and pacing pending review of a venogram and a possible future surgical procedure will be performed. No additional adverse patient effects reported.

Manufacturer narrative:
The right atrial lead was sugically abandonded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.